Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is confirmed for the reported leak but inconclusive for the difficult to insert issue. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 7707540 port & catheter, implanted, subcutaneous, intravascular allegedly experienced a fluid leak and was difficult to insert. This report was received from a single source. Of this event, the device was used on the patient with no reported injury. The age, sex, and weight were not provided for the patient.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 7707540 implantable port experienced a fluid leak and was difficult to insert. Of this event, the device was used on the patient with no reported injury. The age, sex, and weight were not provided for the patient. The 7707540 implantable port was returned to the manufacturer.